Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported by the customer that the device powered off on its own while attempting to print a report after a case. There was no pt use associated with the reported failure.